Event description:
It was reported that the device had a "temperature issue". There has no patient involvement and no patient or clinical injury.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6).one device was received. Per visual inspection, worn and faded line cord, pole clamp discolored, quick connect corroded, water tank cover is cracked on the bottom two corners, front cover is broken on the bottom right, microswitch is bent, enclosure is cracked under the quick connect. Per functional testing, the pump was not circulating, device was overheating. The complaint was confirmed. The root cause was a faulty pump. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.